Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Cyclodialysis cleft and choroidal hemorrhage are identified in the labeling as known inherent risks of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the available information, the root cause of the reported issue cannot be determined. Any omitted information was not available at the time of initial report. (B)(4).

Event description:
It was reported that during a cataract plus trabecular micro-bypass stent procedure in the patient¿s right eye, the injector tip engaged the iris root resulting in a suprachoroidal cleft and hemorrhage. Reportedly, the gonioprism was not lifted off the cornea during insertion of the device. The two (2) stents could not be successfully implanted and were retrieved by the surgeon using forceps. Upon removal from the eye, the stents could not be located. Thus, the surgeon examined the anterior chamber (ac), and no loose stent(s) were visualized. No medical or surgical intervention has been reported, and a backup device was used to implant two (2) stents successfully. Additional information is being requested.

Manufacturer narrative:
Additional information: event. MFR# reference: (B)(4).

Event description:
The following additional information was received on 09/12/2018. Reportedly, the surgeon indicated that the patient is "progressing well". The surgeon could not provide any further details.